Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported "radial fold" , "small periprosthetic fluid sheet" , and "small rounded hepatic image measuring 1.0 cm characterized by t2 hypersignal and t1 hyposignal, of nonspecific appearance and limited evaluation in the technique and sections obtained and may be cystic in nature" on the right-side. Device remains implanted.